Manufacturer narrative:
Additional product code: kra, dqe, dqo. The reported event of "unable to calibrate" was confirmed. Catheter failed in-vitro calibration with lab cal-cup. Fiber optics at catheter tip were covered with white, adhesive-liked material. Adhesive trace was visible between balloon bond and distal end of the catheter. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No other visible damage was observed from catheter. An engineering evaluation and chemistry test was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, a cco swan ganz catheter was unable to calibrate. Staff replaced the cable but issue continued. Issue was resolved by replacing the catheter. There was no patient harm.